Event description:
It was reported that since his pump implant in 2006, the pt has had walking and balancing problems. The pt was redirected to his health care provider. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.